Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged an intermittent power issue. The reporter state the threads in the battery compartment are stripped. The reporter denied damage to the battery cap and confirmed the battery cap had never been replaced on this device. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed on 25-jul-2019 with the following findings: on investigation, the returned battery cap had stripped threads and was unable to maintain electrical connection when placed on the pump. A test cap was placed on the pump and was able to maintain electrical connection for the duration of the investigation. The alleged power issue was duplicated due to a damaged battery cap. The battery compartment was confirmed to be cracked.